Event description:
(B)(4). My insurance did pay for my procedure. Lower back pain on my left side, pelvic pain, pain in hip, cant stand or walk for a long period of time, bloating, weight gain, fatigue, pain during intercourse, loss libido, right coil protruding, unable to orgasm or pleasure, brain fog, mood swings, numbness and tingling in hands, urgent to urinate, periods stopped, and night sweats.